Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump clock reset was confirmed via the submitted log files. At the onset of the controller event and periodic log file ((B)(6) 2000 and (B)(6) 2000 respectively per timestamp), a controller clock corrupt alarm was captured due to the controller clock not being set. The pump¿s clock was also reset, indicating that there was a complete loss of power to the system that would have caused the pump to stop. Due to the exact onset not being captured, the cause is unknown. The controller clock corrupt alarm was active until the controller shut down. On (B)(6) 2000, a pump stop and resulting controller shut down were captured due to the full depletion of the backup battery and have been addressed under the controller investigation. The controller was reconnected to external power and the pump ramped up to speed as intended. The controller clock was then set to (B)(6) 2026 21:30:56. The pump otherwise operated as intended. Multiple attempts were made to obtain additional information regarding the patient impact, cause of the pump stops, resolution of the event, and if any product will be returned; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU and patient handbook, entitled ¿alarms and troubleshooting¿, provide instruction on all system controller alarms and the proper actions to take. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump off on (B)(6) 2026. The log files were submitted for review. The log file captured controller clock invalid messages that indicated there a power disruption; the specific time and date was unknown. The pump ran while connected to the mobile power unit (mpu) until it was disconnected. The pump was supplied power by the system controller's internal backup battery and proceeded to stop when the battery depleted. The patient was then connected to a power module and the pump was restarted.